Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the lens body had a crevice or scratch approximately 1-2mm away from the optic-haptic junction. The surgeon did not remove the implanted iol additional information was requested